Event description:
It was reported by a physician that the pt had been seizure free since (B)(6) 2011. The pt then fell and thinks she may have damaged the vns as it had migrated to her armpit. Diagnostic testing was attempted, but they were too painful for the pt. The physician disabled the device and the pt immediately went into status epilepticus. The device was then re-enabled and the pt went to the hosp. The pt is to be sent for a revision surgery and diagnostic testing will be performed once the pt is sedated. The pt's last known system diagnostics were performed on (B)(6) 2009 and showed proper device function. Attempts for further info have been unsuccessful to date.